Event description:
It was reported that the patient was seen in clinic with high impedance. The patient has been referred for revision and x-rays. No surgical intervention has been reported to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient did not experience any trauma. Ap and lateral x-rays were taken of the chest and they did not show any breaks in the lead.

Manufacturer narrative:
D4 lot number, corrected data: initial report inadvertently did not provide the lot number . H4 device manufacture date, corrected data: initial report inadvertently did not provide the manufacturer date. H6 adverse event problem, corrected data: initial report inadvertently coded d1401 instead of d02.